Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Updated field h6 device codes: detachment of device or device component a0501 updated to loss of or failure to bond a040102.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The operation was performed in the order of "la, li, rs, and ri" while the faradrive was rotated within the pulmonary vein (pv). When the physician was trying to rotate the device to get to the left pulmonary vein roof, the rotation knob of the device got detached. The sheath was pulled back to the right atrium and negative pressure was applied to confirm the presence of air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The operation was performed in the order of "la, li, rs, and ri" while the faradrive was rotated within the pulmonary vein (pv). When the physician was trying to rotate the device to get to the left pulmonary vein roof, the rotation knob of the device got detached. The sheath was pulled back to the right atrium and negative pressure was applied to confirm the presence of air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The operation was performed in the order of "la, li, rs, and ri" while the faradrive was rotated within the pulmonary vein (pv). When the physician was trying to rotate the device to get to the left pulmonary vein roof, the rotation knob of the device got detached. The sheath was pulled back to the right atrium and negative pressure was applied to confirm the presence of air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.